Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
(B)(6). Clinical adverse event received for flexion instability. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2010. Date of event: (B)(6) 2021 (right knee) medical record review reveals office notes (B)(6) 2021 indicate the patient is experiencing pain, instability, and feelings of her knee clunking. Physical exam reveals laxity and flexion instability. The surgeon indicates that the clunk being felt is the tibia subluxing slightly on the femoral component, not related to patella clunk. The database indicated that the knee has now been revised, on (B)(6) 2021, to address instability and aseptic loosening of the femur at an unspecified interface. The femur and tibial insert components were revised--the tibial tray and patella were retained.